Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with reflin injection (1gram per day), tobramycin injection (40 milligrams per day) and heparin injection (25000 international units, 5ml twice a day) for peritonitis. The patient was still receiving treatment for the event and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.